Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an open sigmoidectomy, the doctor felt something strange at the second firing, then, the cartridge broke off. The doctor commented target tissue was thick. Additional hand suture was performed to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: did a piece of the cartridge break off? No. Did the entire cartridge break off and fall into the patient? No. If the device stapled, what was the appearance of the deployed staples (b-formed, malformed, legs straight, staples missing from the staple line)? No information. The analysis found that one pcee60a device was returned with no apparent damage and with one ecr60d cartridge reload loaded on the device. The reload was received fully fired and with no apparent damage. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.